Event description:
Pt had an integra lumbar drain placed on (B)(6) 2025. On (B)(6) 2025, the lumbar drain was noted to be leaking. Upon further inspection, the lumbar drain had a pin hole in the tubing. The lumbar drain was removed.